Manufacturer narrative:
Evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. Battery pack was received with 0 volt output and a defective u3 supervisory ic chip. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 was determined to be the result of an electrostatic discharge (esd) event that caused u3 to latch up. Once latched up, current continued to flow through u3 damaging the ic and discharging the cells. The defective u3 and battery cells will be replaced. No adverse event resulted from the faulty battery pack. The pt received a replacement battery pack.

Event description:
The wife of a male pt called lifecor customer support to report that one of the battery packs would not hold a charge. When the pt inserted the battery pack into the monitor it would not turn on. When placed into the charger the "battery needs service" light was illuminated. A replacement battery pack was provided to the pt.